Event description:
A 2.75 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal left circumflex lesion. Lesion morphology was reported to be moderate tortuosity and moderate calcification with 90% stenosis. The lesion was not pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and was attempting to reach the lesion site; however, the stent was unable to cross the lesion. The delivery system was removed; it was noted at that time the stent had dislodged. It was reported that the stent was deployed and post dilated. The patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Secondary intervention.